Event description:
It was reported that low sensing was observed on the rv lead. The lead was explanted and replaced. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.